Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd876474 and gd876482 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up telephone conversation with the nurse the following information was obtained by (B)(6); on (B)(6) 2010, the patient complained of abdominal pain and cloudy effluent, and was admitted to the hospital for peritonitis. The patient was treated with ip ancef, ip fortaz, and oral amphotericin b during her hospital stay. On (B)(6) 2010, the patient was discharged from the hospital. The abdominal pain, cloudy effluent, and peritonitis events were resolved. The abdominal pain, cloudy effluent, and peritonitis events were not related to the peritoneal dialysis (pd) solution or machine. The nurse stated the cause of the abdominal pain, cloudy effluent, and peritonitis events was unknown. The nurse clarified the patient's doctor did not believe the abdominal pain, cloudy effluent, and peritonitis events were related to the pd homechoice machine, and requested a swap of the pd devices as an extra measure of caution since the cause of the events was unknown.